Event description:
It was reported that during startup of the ventilator, the ventilator was restarting. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our fse (field service engineer). The reported problem was confirmed. When the fse examined the unit, three pc boards were found loose, not properly installed, inside the patient unit. The pc boards are mounted on pc board guides, one on each side, and the pc boards are locked at the guides with a locking mechanism. The pc boards was loose on one side. After proper installation of the pc boards the ventilator functioned normally, the pre-use check passed and the ventilator was returned in service. The loose pc boards controls the regulation of flow and pressure to the patient and the supervision and alarm in the ventilator system. The cause to how the pc boards came loose has not been determined but the pc boards cannot come loose by themselves when they are properly installed and locked.